Event description:
Post operative aneurysm repair pt in ICU, with tracheostomy tube in place. Pt stable, awaiting rehabilitation placement. Duodenal tube placed w/o difficulty. Kub done to check placement. Placement was subsequently determined to be in the pleural space, and was removed. No resistance was met on removal. No wire was in place at the time of removal. A short time after the removal, the pt was found in acute distress and a cardiac/respiratory arrest followed w/in minutes. A left tension pneumothorax was diagnosed, and needle decompression followed by chest tube placement occurred, simultaneous with acls measures. The pt was unable to be resuscitated and expired.